Manufacturer narrative:
Service was not dispatched. The customer stated the instrument was in normal operation. The customer did not want service for verification. Clinical history of the pt was not supplied. Quality control (qc) performance had been accepted. Per customer, system check was completed on (B)(4) 2007. Two samples from this pt were received by beckman coulter's customer product line support (cpls) lab for additional heterophile testing. Cpls tested the sample with a mixture of interference-eliminating proteins to look for any observable change in analyte concentration. Cpls was able to replicate the elevated results for both samples received. The addition of the blocking pool to the samples lowered the signal demonstrating the presence of interfering substances in this sample (98% reduction in both samples). Cpls neat dose essentially reproduced the customers result. It is conclusive that customer's results are falsely elevated because of interfering substances in pt blood. Heterophile interference is the root cause of the event. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-01727.

Event description:
The customer reported elevated troponin (accutni) pt results on three samples that exhibited signs of heterophile interference involving unicel dxi 800 access immunoassay system. Two samples were reported out of the lab. This is report number two of two. Both troponin results from one specific pt recovered above the acute myocardial infarction (ami) cutoff of 0.5 ng/ml. The elevated results were reproducible. The results were discordant to a second methodology, which resulted with a negative value for this pt. The customer retested both samples using scantibodies tubes and recovered significantly lower results. Creatine kinase-mb (ck-mb) was in the reference range for both samples. There was no report of pt injury or change in pt treatment associated with this event.